Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. The manufacturer is currently following up with the healthcare professional to gather more information about this event and the device availability. The UDI# is not entered as this device is manufactured at our sister site in (B)(4) and for an event that occurred in the (B)(4), perceval suturless aortic heart valve manufactured in (B)(4) are not for sale in the USA. Not yet determined if device available.

Event description:
On (B)(6) 2017, the manufacturer was notified that a perceval valve was explanted due to para-valvular leak and central leak after implantation.

Manufacturer narrative:
The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. The go-no-go test confirmed the absence of dimensional irregularity. The performed analysis confirmed the conformity of the returned prosthesis. Based on the action taken of the perceval valve size 23 mm explanted and a trifecta size 21 implanted it is possible that there was a mis-match in sizing which would attribute to this event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a perceval 23m valve was implanted via full-sternotomy, supra annular position. The native valve was heavily calcified and very stenotic. This was an isolated procedure. Before chest closure the toe showed pvl. The surgeon described 'a tiny loop' around the ncc and rcc commissure. The perceval valve was explanted and a trifecta size 21 was implanted.